Event description:
The right atrial (ra) lead was returned to the manufacturer, analyzed and tested out of specification. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the medial segment of the lead was returned, analyzed and the inner insulation of the lead developed a breach due to metal ion oxidation while in vivo. Concomitant medical products: 2188-75 lead, implanted: (B)(6) 2002; 694765 lead, implanted: (B)(6) 2012. (B)(4).